Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 10mg/ml bupivacaine at 2.87mg/day and 23mg/ml dilaudid at 6.6mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the hcp erroneously bypassed the bridge bolus. The patient's drug was being changed to 13mg/ml bupivacaine at 4.3mg/day and 13mg/ml dilaudid at 6.6mg/day. No symptoms were reported. No further complications were anticipated/reported.